Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that when unpackaging the 2.5x23mm xience pro s stent delivery system (sds), resistance was noted when removing the yellow tip (protective sheath). Force was applied and when the sheath was removed the proximal struts of the stent were noted to become flared. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) specifies to remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product and replace with another. In this case, it is unknown the IFU deviation contributed to the reported event. In this case, it is likely that inadvertent mishandling during sheath/stylet removal contributed to the reported difficulty to remove as resistance was noted, ultimately causing the reported material deformation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - against resistance. The xiencepros device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that when unpackaging the 2.5x23mm xience pro s stent delivery system (sds), resistance was noted when removing the yellow tip (protective sheath). Force was applied and when the sheath was removed the proximal struts of the stent were noted to become flared. Therefore, the sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another xience pro s stent was used to continue the procedure. No additional information was provided.